Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed joint fluid retention after treatment with synvisc for gonarthrosis. Although, the role of device cannot be ruled out based on device - event temporal and anatomical proximity; however, information regarding patient's history of allergies has been requested for better medical evaluation of the case.

Event description:
This serious unsolicited device case received from (B)(6) on (B)(6) 2013 from an orthopedist via (B)(4). The case involves a (B)(6) female patient who developed joint fluid retention after receiving treatment with second course of synvisc. The patient had medical history of previous medical device implantation with synvisc (first injection of first course on (B)(6) 2011). Concomitant medications reported include loxoprofen sodium (loxonin) for gonarthrosis and rebamipide (mucosta) for gastritis. No past drugs were reported. On (B)(6) 2011, the patient received first intra-articular synvisc injection of second course at a dose of 2 ml into an unspecified knee for gonarthrosis. The same day, the patient developed joint fluid retention with swelling for which she underwent arthrocentesis (amount of fluid aspirated was unknown). On (B)(6) 2011, the patient was treated with triamcinolone acetonide (kenacort-a). On (B)(6) 2011, the patient recovered from the event of joint fluid retention. Action taken: permanently discontinued. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc (B)(4) and results were pending for the same. Joint fluid retention (joint effusion). Reporting orthopedist's seriousness criteria: non-serious. Reporting orthopedist's causality: highly probable.